Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-08490. The patient is implanted for migraines. It was reported the patient has been experiencing breakthrough headaches. Reprogramming was attempted in (B)(6) 2018. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the patient's supra-orbital leads were explanted and replaced with wide-spaced quattrode leads. Effective stimulation was achieved following the procedure.